Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed and was caused by a faulty charged coupled device. In addition, the following reportable malfunctions were also identified during the investigation: during the visual inspection of the image, the image was found to be noisy due to a faulty universal cable. The rigid tube was dented and the light guide bundle was chipped. The investigation was unable to determine what caused the components to fail or what may have caused the components to become damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had an image rotation issue. The issue was found during maintenance. There were no reports of patient involvement.